Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display and cracked battery cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she went to church and when she came back home, the pump was beeping with a blank screen. The customer stated that the pump did not show signs of damage. The customer stated that the pump was not dropped or bumped. The customer was unable to remove the battery cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.